Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter was revised in (B)(6) 2017, due to a leakage in the catheter. Exact date of catheter revision is currently unknown.